Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 02-mar-2026. The unit was returned with oxygen error complaint, which was confirmed during testing. The issue was traced to high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feed port and low sieve life (0) and leak from accumulator due to the high impact to the unit. Additionally, damaged compressor mount due to compressor vibration. Uip, & lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit was not producing enough oxygen while they were out at their doctor's appointment. As a result, the patient's levels dropped a little and they had difficulty breathing. A replacement unit was sent to the patient and it is working for them. Additional information was requested, but the patient did not want to provide further information.